Manufacturer narrative:
On 08/22/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6522927, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/19/2019, it was reported to mentor that the patient experienced only deflation on the right side and no capsular contractures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/15/2019, it was reported to mentor that the patient did not experience capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast implantation procedure of unknown type with a saline mentor smooth round moderate profile 375cc and experienced right side deflation and bilateral capsular contracture. The patient experienced hypomastia. The left implant was intact. As a result, the patient had undergone explantation and replacement with mentor memorygel breast implant 475cc on (B)(6) 2019. This medwatch is for the left breast implant.